Event description:
The event involved a plum duo. Note states abnormal noise from left side. There was no patient or harm reported. No further information available.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H6: codes were updated. One device was returned for investigation. It was stated that. The delivery accuracy test was performed to attempt to duplicate the reported issue of abnormal noise from left side. The reported issue was duplicated. The reported issue was confirmed in alarm history, e341 ¿ critical memory failure on left channel. The probable cause of the reported issue is a defective mech on left channel and the mechanism failure is: e341 critical data verify error. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.